Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure. A hardware malfunction was reported by the customer in the drawer, which may result in a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that pyxibus controller board was defective. The field service engineer discovered that the pyxibus controller board was not illuminated, leading to the replacement of the controller board to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.